Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the customer stated that the intra-aortic balloon pump (iabp) continues to shut off for no reason during use. In (B)(6) the customer complained of the same issue. At that time the fse reloaded the system software and told hospital biomedical engineer that they should continue to monitor the iabp, and if the problem reoccurred the fse would have to replace the executive processor board per getinge service manual instructions. Upon inspection of the error codes the fse found error codes 111 and 112 again. The fse then replaced the executive processor board. Since the customer stated that the iabp would shut off while on battery power and while transporting, the fse began to roll the iabp around the biomed shop. When the fse rolled the iabp onto the carpet over a bump the iabp shut down and gave a loud alarm tone. The fse assumed that something was knocked loose or disconnected when hitting the bump with the iabp. The fse took all of the boards out and reseated them and disconnected all connections and reconnected them. The fse then rolled the iabp around the shop over bumps and the iabp did not shut off anymore. The problem appeared to be resolved, but the customer was not comfortable giving the iabp back to the end user without being sure. Hospital biomedical engineer stated that he would test out the iabp for a few days to make sure the problem did not return.

Event description:
The customer stated that while transporting a patient on the intra-aortic balloon pump (iabp) operating on battery power, the iabp started squealing with a steady tone and the iabp locked up. The customer rebooted the iabp and had the same issue. The iabp was swapped out with another to continue therapy. There was no patient injury reported.

Manufacturer narrative:
(B)(4) 2017 03:06 pm (gmt-4:00) added by (B)(6): as previously stated, eight good faith efforts (gfe) were made to obtain additional information. (B)(4) 2017 01:54 pm (gmt-4:00) added by (B)(4): as per email from the fse the iabp locked up again during the biomed testing. The fse is scheduled to return to the site and replace the coiled cable. This complaint is being closed due to insufficient information from the service technician after eight (8) gfe attempts have been made to gather the relevant information. If any information is provided in the future a supplemental report will be submitted.

Event description:
The customer stated that while transporting a patient on the intra-aortic balloon pump (iabp) operating on battery power, the iabp started squealing with a steady tone and the iabp locked up. The customer rebooted the iabp and had the same issue. The iabp was swapped out with another to continue therapy. There was no patient injury reported.